Event description:
There was an allegation of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. At an unknown point in time on (B)(6) 2022, a sample from the patient was tested using the meter, resulting in a value of 2.5 inr. Three hours later, a sample from the patient was tested using an unknown laboratory method, resulting in a value of 4.09 inr. The patient's therapeutic range is 2.5 ¿ 2.8 inr.

Manufacturer narrative:
Occupation is patient/consumer. The strips were requested for investigation. Replacement product was sent. Test strip lot 58943511 was received for investigation. The test strips (lot 58943511) were tested using a reference meter with a high-level control sample. Testing results (qc range = 2.5 - 3.1 inr): qc 1: 2.6 inr. Qc 2: 2.7 inr. Qc 3: 2.7 inr. The obtained results were in the allowed range, confirming the functionality of the complained coaguchek test strips. No error messages occurred during the investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.